Manufacturer narrative:
Correction to b5: describe event or problem: replace "it was further reported that devices had a residual volume of approximately 30ml left following the infusions." With "it was further reported that the devices had a residual volume of approximately 80ml left following the infusions.". H4: device manufacture date: this lot was manufactured january 15, 2021 to january 19 2021. The actual devices were not available; however, a photograph of the samples was provided for evaluation. Visual inspection of the photograph shows residual fluid in the bladders suggesting an underinfusion occurred. The reported condition was verified on both samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that underinfusions occurred during patient use of two (2) large volume infusors. It was further reported that devices had a residual volume of approximately 30ml left following the infusions. There were no kinks in the peripherally inserted central catheter (PICC) line and the lines flushed with no issues. One (1) device was filled with ceftriaxone 4000mg in sodium chloride 0.9% and the other device was filled with penicillin 14400mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.